Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the distal segment of lead was returned severed 50 cm from the distal tip. Additionally, calcified body fluid (calcification) was noted on the distal and proximal shocking coils. Resistance testing of the distal segment confirmed it was electrically continous. Also, an x-ray of the segment verified there was no fracture. Testing did not identify any lead issues that would have contributed to the observed high shock and pace impedance measurements and high pacing threshold measurements; however, past experience has shown that depending on how much calcification is on a lead while implanted, the impedance measurements may be affected. Historical testing on a passive fix mesh tip lead has shown that as the calcified material is removed, the impedance drops.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that this right ventricular (rv) lead was explanted and replaced due to high pacing thresholds and high out of range shock impedances of greater than 125 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system displayed an increase in pacing impedances and shock impedances. No inappropriate shocks were reported. The decision was made to turn tachy therapy off due to a suspected lead failure. No further information was available. At this time, this rv lead remains in service and there were no adverse patient effects reported.